Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine follow-up. Interrogation of the device showed the remaining longevity had decreased faster than expected, from 9.5 years to 7.5 years in only six months. No device data was saved for review and the patient was scheduled for next follow-up in six months. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A device history record (DHR) review was performed and no deviation was found. This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine follow-up. Interrogation of the device showed the remaining longevity had decreased faster than expected, from 9.5 years to 7.5 years in only six months. No device data was saved for review and the patient was scheduled for next follow-up in six months. No adverse patient effects were reported. The device remains in service. Additional information was received. The patient presented for the scheduled follow-up appointment and device interrogation found the battery status to be within expectations. It was reported that the patient had been in permanent atrial fibrillation (af) with the device programmed to ddd mode. At the previous check the mode had been reprogrammed to vvir. As the device was no longer sensing the fast atrial rates, the battery consumption had decreased to normal levels. The patient was released with routine device follow-ups planned. It was noted that despite the field representative's request, device data was not saved for technical services to review. The device remains in service with no further issues observed. No adverse patient effects were reported.